Manufacturer narrative:
Result of investigation: as the broken surface of the broken active electrode shows a ductile appearance, the most likely root cause is the electrode got mechanically overloaded during application, as ductile breaks are typical for overload damages. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device broke during procedure. The broken off part could be retrieved, and no harm was caused to the patient.